Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 561 mg/dl and blood glucose level was 468 mg/dl at the time of incident. Customer stated that the cannula was bent. Troubleshooting was performed under delivery. Based on report customer did not alleged on under delivery .the product will not be returned for the analysis.